Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the complete monofilament suture was returned loose with the posterior needle tip remained attached to the rail end of the suture. The anterior needle remained engaged to anterior cuff. The posterior and anterior cuffs were attached to the link at their respective swage end. A posterior needle-to-cuff miss occurred, as indicated by the posterior cuff not being in the posterior pocket and the posterior cuff tabs being undisturbed. Since the suture was not retrieved to close the vessel, bleeding at the access site will continue requiring an alternative method to achieve hemostasis, such as the reported non-abbott device used to achieve hemostasis. Possible contributing factors for needle deflection that resulted in the posterior needle-to-cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Additionally, during manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. Although a femoral angiogram performed prior to arteriotomy closure revealed that the vessel was mildly tortuous, it did not indicate that calcification or scar tissue was present at the groin/access site. Based on the results of the investigation, the probable cause of the posterior needle-to-cuff miss was determined to be related to the operational influences in which the device was deployed, but not a product quality deficiency. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing and at final inspection the devices undergo a variety of cuff, suture, and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending, and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a mildly tortuous right common femoral artery was attempted using a perclose proglide device. Reportedly, the needle did not appear and was not pushed out. A possible needle-to-cuff miss occurred. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.